Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event "deterioration of distal end glue", was confirmed. Therefore, the device did not meet its specifications or function. There is a deterioration of the adhesives of the distal end very likely due to chemical stress and an exposition to heat during the cleaning/disinfection process. The replacement of the insertion tube, the m case v and the m plug unit were required to return the instrument to the OEM specifications. There was no report that the device was used while the suggested event occurred. The instruction manual identifies the following related verbiage which could have detected and prevented the phenomenon: user may detect the suggested event by handling the device in accordance with the following IFU. Operation manual inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. User may prevent the suggested event by handling the device in accordance with IFU below. Operation manual_ important information ¿ please read before use: warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: compatible reprocessing methods and chemical agents: compatibility summary: precaution:methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion "operation manual". The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, flex deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was deterioration of the glues of the distal end. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.